Event description:
This device was implanted on (B)(6) 2015, and remains implanted at this time. A form received, stated that approximately (B)(6) days after pacemaker device was implanted. It became severely infected. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).